Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High atrial impedance/resistance, very high atrial lead impedance and yet the lead is performing normally. The capture trend is low and stable. There is only one short atrial high rate (ahr) and it appears to be sensing some sort of environmental noise or possibly myopotential sourced signal (ahr occurred after polarity switch to unipolar). The mode switch counter shows less than 0.1 percent.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead had high impedance. It was further reported that the lead had a polarization switch on (B)(6) 2010. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the lead had high impedance. The device remains in use. No patient complications have been reported as a result of this event.